Event description:
During the coil embolization procedure for hemangioma of right common carotid artery, while inserting a presidio coil (pc4181034-30/c18197) into an unspecified excelsior sl10 (mc) microcatheter (stryker, type unknown), it got stuck at the proximal end of the microcatheter. Therefore, both the presidio and the microcatheter were safely removed as a unit from the patient. The procedure was continued using new products (coil: pc4181034-30/lot unknown, microcatheter: brand name and type unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The vessel was not calcified or tortuous. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without returned of the device for analysis, the reported event could not be confirmed. Based on the available information, procedural factors or user issues may have contributed to the reported event. Additionally, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.